Event description:
Pt is nominally ap vs, but in clinic pt was and domg threshold testing. Ourmg threshold testing the were observing twos pp. Rep had programmed v sensitivity to 0.6mv and were still seeing intermittent twos pp. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).